Event description:
Ous MDR - after an implantation time of about 6 months, it was reported that the ICD displayed an eri warning during a routine interrogation.

Manufacturer narrative:
Ous MDR - the ICD first underwent an electrical incoming goods inspection. This confirmed the clinical complaint: the device status was eri. The battery voltage of 5.4 v indicated a discharge battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was re-measured. A partially discharged battery was detected. The electronic module was connected to an external power supply. The current uptake of the electronic module was examined and proved to be normal. The battery was then returned to the manufacturer for a destructive analysis. The x-ray examination did not show any irregularities of the internal structure. The battery was opened. A damage internal insulation was identified during the visual examination. This damage allowed an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. In summary, the device status eri was confirmed. The cause of the clinical complaint resulted from an increased internal self-discharge within the battery.